Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that reagent probe b leaked on the dxc 800 pro instrument. Customer stated that the reagent syringe was loose, and she tightened the reagent syringe to resolve the issue. No injuries were reported and no erroneous patient results were generated.